Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain - lower right side') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included tubal ligation. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2006 to 2007 for birth control. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, weight increased, alopecia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, alopecia, menorrhagia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the patient did not have her essure removed, nor is she currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. That everything worked out. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- fibroids. Medical history, essure removal date were added. Device category changed from other event to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.